Manufacturer narrative:
The insulin pump had bleeding and cracked display glass. No battery alarm or button error alarm could be verified due to the cracked and bleeding display glass. No damage was noted to the keypad assembly. The insulin pump was received with a black screen due to the cracked glass, and with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the screen went black, after the pump was dropped. The customer's blood glucose was 163 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.